Event description:
Boston scientific received information that during a routine follow up visit, this left ventricular (lv) lead revealed a rise in pacing impedances greater than 2,500 ohms. In addition a lead fracture was suspected and an x-ray confirmed that the lead had fracture. A revision procedure was performed and the lead was explanted and replaced. No adverse patient effects were reported. The lead was returned for analysis.

Manufacturer narrative:
The lead was returned to boston scientific for analysis. Upon receipt the lead will undergo detailed laboratory analysis in an attempt to confirm and determine the root cause of this event.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this lead was confirmed to be fractured [xx mm from the terminal pin]. Based on the analysis results, we suspect that fatigue or stress in the region of the fracture site due to relative motion between the suture sleeve and an anatomical feature led to the fracture. As a lead moves in response to normal heart rhythms and blood flow, extensive flexing over a period of time may cause fatigue or stress, weakening the coil, ultimately resulting in a fracture. This can occur between the suture sleeve and some other part of the anatomy. Fatigue fractures in the pocket or clavicular/first rib area are well known and documented in the industry. A combination of lead design, implant techniques, and patient anatomy and activity level contribute to these types of occurrences.